Event description:
Event description guidant received information that pre-implant, on a very cold day, this implantable cardioverter defibrillator (ICD) showed a battery voltage of 2.83v. After warming for 4-5 days, a capacitor reformation was at a voltage of 2.80. There was no exposure to a magnet.